Manufacturer narrative:
The device was not returned for evaluation. No determinations could be made as to the cause of the reported issue. .

Event description:
It was reported that a revision surgery was done for a rod that had slipped post-operatively.

Manufacturer narrative:
The device was not returned for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was done for a rod that had slipped post-operatively.